Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s skull partially collapsed following the implantation of the product. At the time of the report, the product remained implanted and the patient¿s outcome was noted as no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the implant procedure for the product was smooth. Reportedly, the patient thought the size of the product was wrong, but the doctor did not think there was a problem with the product. It was stated the product did not fail to perform as intended. The product was not explanted and no further actions were planned. At the time of this report, the patient was at home recuperating.